Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,100 ohms) and loss of capture. A technical service consultant reviewed the available device data and recommended lead integrity testing with manipulation. Additional information was received that a system revision procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,100 ohms) and loss of capture. A technical service consultant reviewed the available device data and recommended lead integrity testing with manipulation. Additional information was received that this device was explanted. No adverse patient effects were reported. The device is expected to be returned for analysis.